Manufacturer narrative:
Concomitant products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 28-jul-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 14-may-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for low ef, no history vt/vf (scd-heft) and spinal pain. It was reported that lead migration occurred in both of the leads. Patient reports working on his toolshed, and twisted, and noticed a great deal of pain. New x-ray confirms the migration is both caudal and anterior. Patient is going to submit to lead revision surgery. Revision surgery is to take place soon.